Manufacturer narrative:
Product complaint # (B)(4). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The following information was requested and received: please clarify the issue- wire uncapsulated during suturing; does it mean suture thread was knotting during use? If no, please explain. No. It means the thread detached from the needle. Specific number of surgeries in which the issue occurred. One surgery that I was present. How was case completed? Another suture was opened. Any patient consequences? No. What medical/surgical intervention was provided to manage them. Another suture was opened. And there was patient consequence. The following information was requested but not received to date: specific number of surgeries in which the issue occurred for each surgery. Surgery date. Device return follow up or provide status: please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a bariatric surgery on (B)(6) 2019 and suture was used. During use, while suturing in the gastroenterum the suture pulled off of the needle. No reported patient consequences.